Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 8 events were reported for this quarter. Product return status- 7 devices were received for evaluation; 1 device was not available to stryker for evaluation. Evaluation status- 2 event was confirmed during testing, - 1 device was found to be affected by corrosion, - 1 device was found to be affected by a wear problem, 5 device evaluations are in progress. Product disposition- 2 devices were repaired and returned to the account. Additional information- there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated; 6 events had no patient involvement; no patient impact; 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 5 previously reported events are included in this follow-up record.   Product return status : 5 devices were received for evaluation.  Evaluation status: 5 reported events were not confirmed during testing; however: 3 devices were found to be affected by a corroded rotor. 1 device was found to be affected by a corroded motor. 1 device was found to be affected by a gritty rotor. 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 6 previously reported events are included in this follow-up record. Product return status: 1 device was not available to stryker for evaluation.   Evaluation status: 5 device evaluations are in progress. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused. Service evaluation in progress and device not returned.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.